Event description:
Distributor sales rep reported a case where a bilateral microtargeting platform procedure had been aborted. Pt had undergone minimal surgical preparation, but incisions were not made above the bone anchors. As a result, the surgery was rescheduled and a new microtargeting platform was created. This platform fit the anchors correctly and the surgery was completed.

Manufacturer narrative:
Distributor rep attended the case described above. The rep reviewed the planning files at that time and determined that the ac line had been chosen incorrectly and the targeting could not be used. The platform would have fit on the anchors but the incorrect planning was found prior to the surgery. The platform and associated files were not returned to fhc; eval of the situation was performed by the distributor rep. This report is being submitted because the device, if used, may have caused the pt harm due to incorrect targeting. Distributor rep evaluated the planning for the device at the facility.